Event description:
The customer's sister reported via phone call that the customer was in a car accident and may have passed out due to a low blood glucose. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 67 mg/dl. Customer had low blood glucose for the last couple of the days before the accident. Customer's assistance said the customer was seeing double vision. Customer was the driver in the accident. Customer was running low and was sleeping a bit. The pump battery was removed and the customer did not have one. Caller was advised to get a battery in the pump soon as the history is only stored for so long without a battery. Customer's sister called back and stated that the pump alarmed after a battery change. Customer's settings were found to be accurate. It was explained that this is normal pump behavior and the pump is working. The bolus wizard was not used and the history seems inaccurate. Customer stated that there is a delivery anomaly. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No unexpected battery out limit alarms noted during testing. The insulin pump was received with minor scratches on the display window, cracked display window, cracked case near the display window corners, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and slightly stained end cap sticker. The insulin pump was returned without a battery in the battery tube. Test battery measured 1.59v. Unable to confirm bolus delivery on 04/16 and 04/14 due to pump was returned without a battery causing pump to have no historical data. However pump delivered a .2 unit bolus during testing and recorded it properly in the pump history. No history anomaly noted. The insulin pump was received with reservoir and infusion set in the insulin pump. Insulin remaining in reservoir measured 1.6ml. Infusion set tubing measured 21 inches. There was also a reservoir without infusion set tubing in a plastic bag. Insulin remaining in reservoir measured 1.0ml.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.